Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement cable assy mvs interface shipped to site (B)(4) 2015 . Medtronic investigation of returned suspect cable assy mvs interface finds that the reported issue was confirmed. System will not transition out of stand alone mode. Umbilical cable failed bench test. Broken cable wire. Pin 1 lemo end. (B)(4) 2015 a medtronic representative performed an imaging system check-out, all areas passed. Mobile viewing system (mvs) intermittently communicating with image acquisition system (ias). Replaced umbilical cable. Issue resolved. Performed system checkout. Unit operates as expected. Electrical failure - connector damaged.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a spine procedure, the imaging system and the mobile viewing system (mvs) were not communicating. Trouble-shooting, re-booted the imaging system and the mvs multiple times. Was able to establish communication when the two systems were re-booted individually with the umbilical cable unplugged. Took their 2d images. When they went to take the 3d image, the o-arm and the mvs were not communicating. Re-booting the two systems with, and without, the umbilical cable did not resolve the issue. The surgeon opted to discontinue navigation and imaging to complete the procedure, after a two hour delay. There was no impact on patient outcome.